Manufacturer narrative:
Samples received: 3 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three closed samples to analyze this case. We have tested the needle attachment of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.24 kgf in average and 1.20 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) we have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.35 kgf in average and 1.29 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: as indicated in the note/precautionary measures from the instructions for use of the product, "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 h6 patient code: 3191 (no code available) - esophageal resection, unknown diagnosis manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with optilene suture packs. During an esophageal resection surgery, the first needle detached easily while suturing a vessel. A second suture tore easily while tying a knot. At that time, heavy bleeding started at the vessel. Another suture was quickly opened and applied which stopped the bleeding; a different technique was noted to have been used to complete the stitch. There was a delay of less than 15 minutes in the procedure; the surgeon confirmed that there was no patient harm. The vascular surgeons were concerned about the integrity of this type of suture and were considering removal of it from the hospital stock. Additional information was not available. This report refers to the needle detachment. Associated medwatches: (this report), 3003639970-2019-00271.